Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophageal cancer surgery, the surgeon was not able to pressed the green button, the handle could not be squeezed and the stapler did not fire. It was noted they replaced the cartridge with a new one to complete the procedure. There was no patient injury.